Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd emerald¿ syringe had foreign matter in the syringe. No serious injury or medical intervention was reported.

Event description:
It was reported that bd emerald¿ syringe had foreign matter in the syringe. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation: bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Bd has been provided with the affected sample. The evaluation of the sample showed a big amount of silicone stick at the upper side inside the syringe, bd confirms the reported issue. The origin of the reported nonconformance consisted of silicone oil. This silicone oil is used to lubricate the inner part of the barrel and facilitate the movement of the plunger rod. Correct presence and quantity of silicone in the syringe is evaluated in our routine manufacturing controls. In that case, bd believes there was some temporary issue in the siliconization process and there was an excess of silicone causing the reported nonconformance.